Event description:
It was reported that during a surgical procedure, the tip of the bur broke off inside the bone canal. It was also reported that the surgeon was unable to retrieve the broken tip. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.